Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a system check passed message on the display, but no initialization or reboot progress bar, no date and time reset prompt, and no sensor restart prompt. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.